Manufacturer narrative:
(B)(4). It was discovered that the user facility reported the same event twice; therefore, this MDR is a duplicate of 3006425876-2019-00756 (submitted on 10/09/2019) and will be voided.

Event description:
The customer reports that the doctor found the swg (spring wire guide) was kinked and could not be advanced during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) was kinked and could not be advanced during patient use.